Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. Additionally, there was high out-of-range (oor) pacing impedances on the ra lead. Technical services (ts) discussed possible causes and provided programming options. At this time, this crt-d and ra lead remains in service. No adverse patient effects were reported. Additional information was received that the patient was evaluated in the clinic and pacing impedances were still oor and now there are observations of high thresholds. Technical services recommended turning off the rrt sensor and troubleshoot as there could be a lead integrity issue. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. Additionally, there was high out-of-range (oor) pacing impedances on the ra lead. Technical services (ts) discussed possible causes and provided programming options. At this time, this crt-d and ra lead remains in service. No adverse patient effects were reported.